Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe s2 5ml 23ga 1-1/4in bd china had foreign matter in the syringe. The following information was provided by the initial reporter: " found a white foreign matter on the needle of a 5ml syringe, ".

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe s2 5ml 23ga 1-1/4in bd (B)(4) had foreign matter in the syringe. The following information was provided by the initial reporter: " found a white foreign matter on the needle of a 5ml syringe, ".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301944 and lot number 1911108. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was provided; however, through the quality of the one picture alone, it was not possible to identify the issue. At this time, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that bd syringe s2 5ml 23ga 1-1/4in bd china had foreign matter in the syringe. The following information was provided by the initial reporter: " found a white foreign matter on the needle of a 5ml syringe, "